Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced persistent hyperglycemia while using the system in conjunction with a continuous glucose monitor, with a confirmatory fingerstick of 402 mg/dl, and subsequent visual inspection revealed the infusion set was not connected to the body, though no pump alarms had occurred and no leaks were noted. Symptoms included hyperglycemia. Outcomes included user education and troubleshooting with guidance to perform an infusion set change or give a manual injection and remain disconnected for a period before reconnection, with the user opting for a manual injection and to reconnect later. Investigation included review of use conditions and product counseling. Investigation of this case revealed that the high glucose was associated with an infusion set not attached to the user, with no device alarms reported. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.